Manufacturer narrative:
The hydromark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The device is not available for analysis, which precludes a full investigation and analysis of the root cause. Additional information from implanting physician indicated the migration occurred approximately one year after implantation after the gel was resorbed. Marker migration occurs when the marker plug and/or clip are not in the expected location. This can include migration in the biopsy cavity during post marker deployment imaging, migration of marker on post biopsy mammogram (including accordion effect and patient position during imaging) or migration of the marker plug and/or clip proximal to the biopsy cavity down the needle track. Marker migration is not a device malfunction. Although it could not be concluded that our device caused or contributed to this event, because the marker required explantation and through evaluation by our medical advisor this has been determined to be reportable pursuant to 21 cfr 803.

Event description:
Devicor medical products inc. Received a report from sales stating, "ultrasound biopsy procedure took place around (B)(6) of 2016. Ultrasound deployment of hydromark in subareolar location. Mammogram taken (B)(6) 2018 confirmed 15cm migration of hydromark to the lateral pre pectoral chest wall." The physician utilized vab device to retrieve hydromark from the patient.